Manufacturer narrative:
The customer reported to the getinge service territory manager that they have not had any issues with the cardiosave and it remains in clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the iabp displayed a ¿internal communication failure¿ message and then automatically shut down. The iabp was rebooted and after pumping for a short time the same thing happened again. The iabp was then replaced and taken to tech support. There was no patient impact or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager visited the event site to evaluate the iabp and learned that the iabp powered up and started running after this incident. The stm also stated that the iabp was in use on a patient and was unable to evaluate it at the time of his visit.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the iabp displayed a ¿internal communication failure¿ message and then automatically shut down. The iabp was rebooted and after pumping for a short time the same thing happened again. The iabp was then replaced and taken to tech support. There was no patient impact or adverse event reported.